Manufacturer narrative:
Photos received by our quality team for investigation. Upon visual evaluation, scale marking defect is observed. Unable to verify the damaged barrel based on photos. Physical samples are necessary to further analyze. A device history review was performed for reported lot 2271307, a maintenance order related to the event was found. Based on the teams investigation, possible root cause for scale defect is associated with preheating temperature failure. Review during restart will be implemented. Based on the available information we are not able to determine a root cause at this time for damaged barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd plastipak¿ sterile plastic syringe had illegible scale markings. The following was received from the initial reporter: during the input sampling process, syringes with an incomplete scale marking and a broken syringe are detected.